Manufacturer narrative:
Upon further review, this event was reported under MFR 2017865-2024-34794. Please retract this report, 2017865-2024-35259, and reference MFR 2017865-2024-34794 for information regarding this event.

Event description:
During a remote follow-up, noise that led to oversensing was observed on the right ventricular (rv) lead. The cause of the event was due to dislodgement which was confirmed with diagnostic imaging. The lead was explanted and replaced. The patient was stable with no consequences.